Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 200 mg/dl. It was reported that customer may have given too much insulin and had a seizure and treated with glucagon. It was reported that customer entered insulin dosage instead of carbs into pump. Customer's mother states that customer had pump for a while and had never had problems programming. Customer's mother believes pump was not functioning correctly and requested insulin pump to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.